Event description:
Two resolute integrity stents were implanted during the index procedure. Approximately 28days post index procedure, the patient suffered a stroke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.